Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7076422.